Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient experienced blood glucose levels between 110mg/dl and 490mg/dl. An ¿occlusion detected¿ alarm was given for the pod she had been wearing an unspecified length of time. Upon inspection the cannula appeared bent. Treatment information was not provided.